Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the united kingdom market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number (B)(4).

Event description:
It was reported that the venous bubble sensor alarmed it was defective and was detecting nonexistent bubbles. The failure occurred during treatment. No harm to any person has been reported. Any bubble detecting issue can lead to a pump stop during treatment if the interventions were set by the user. Therefore a report is required. Complaint ID 1359767.

Manufacturer narrative:
It was reported that the venous bubble sensor alarmed it was defective and was detecting nonexistent bubbles. (Information received on 2025-11-07), subsequently, it was reported that there was no failures regarding the venous bubble sensor. The failure occurred with the venous probe. It was reported that the venous probe was alarming that it was defective. The failure occurred during treatment. No harm to any person has been reported. This complaint is no longer reportable. The failure was regarding the venous probe not the venous bubble sensor. The venous probe is used to monitor the blood gas values and the values need to be confirmed via a laboratory gas analysis. The venous probe does not influence the blood flow of the device. Thus the risk of harm to any person is remote. No report is required. A getinge field service technician (fst) was sent for investigation. The fst confirmed that the failure was regarding the venous probe, not the venous bubble sensor. The venous probe will be replaced. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - (partly) sensor failure - light influences - blood light spectrum differences - response time is too long - total fail / defect of venous probe (e.g. Because of mechanical damage) - false venous probe error message. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The review of the non-conformities has been performed on 2025-11-10 for the period of 2022-03-18 to 2025-09-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-03-18. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe defective" could not be confirmed. This complaint failure was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-09-01 till 2025-09-01). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).